Manufacturer narrative:
The customer reported suspected false (incorrect) positive results from a rapid result covid test system on (an) individual patient(s). The customer specified that there was a spike of false positive results of 25% from (B)(6) 2021. It is currently unknown how many false positive results are alleged from this percentage. Confirmatory testing data has been requested. This report will be updated pending receipt of new information and/or results of further investigation.

Event description:
The customer reported suspected false (incorrect) positive results from a rapid result covid test system on (an) individual patient(s). The customer specified that there was a spike of false positive results of 25% from (B)(6) 2021. It is currently unknown how many false positive results are alleged from this percentage.